Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had their pump in their swim suit pocket, went swimming and forgot that it was in there. The customer stated that his pump got wet a couple of times. His blood glucose was unknown. He said that his pump went blank immediately after the pump was exposed to moisture and that when he pushed the buttons, only half of the screen would work. The customer was advised that the insulin pump would need to be replaced, to discontinue use of the pump and revert to a backup plan per his doctor¿s orders. The pump will be returning for analysis.

Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to faulty force sensor resistor . Pump passed the operating currents measurement, self test, error test, rewind, basic occlusion test and displacement test. Unable to perform the no delivery test and occlusion test due to prime anomaly. No missing segments/partial display or display anomaly noted, however moisture damage found on the lcd board. Pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.